Event description:
Reporter alleged obtaining a discrepant blood glucose result of 256 mg/dl back to back with a result of 93 mg/dl on the aviva system when testing was performed within 10 minutes. Reporter stated he took his normal 500 mg of metformin and 5 mg of prandin after obtaining the results. No other actions were reported taken or treatment received. No adverse event report. A request was made for the return of the suspect device and replacement product was sent.